Manufacturer narrative:
Service was provided and the field service engineer (fse) observed that the center of the blood sampling valve (bsv) not actuating fully because air cylinder (cl2) was sticky and not working properly. Cl2 is responsible for rotating the center of the bsv to isolate the portions of the blood samples needed for blood dilutions. In this event, the faulty cl2 was not allowing the needle bellows to empty properly and caused the bellows to overflow. Cl2 was replaced and needle bellows no longer leaked. Root cause for the leak is a sticky air cylinder (cl2) not allowing the center of the bsv to fully actuate and drain the needle bellows properly. Bec internal identifier for this complaint is (B)(4).

Event description:
A customer reported that there was blood spilling from the needle bellows of coulter lh 750 hematology analyzer. The user was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. There was no report of exposure to mucous membranes or open wounds. Medical attention was not sought. The material safety data sheet (msds) was not reviewed, but there is a risk management/exposure control plan in place. There was no impact to sample results as a result of this event. There was no death, injury or change to patient treatment attributed or connected to this complaint.